Event description:
It was reported that a pt underwent an arm surgery in which monocryl sutures were used. The rptr stated that the suture packages were opened and placed at the operative table waiting to be used. Four days after the operation the wound dehisced. When the pt was brought back to the or, there were no suture remnants at the wound site. The pt was re sutured without further reported complications.